Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopy. According to the rptr: the clips did not remove from the device. The clips had to be torn out of the tissue. There was blood loss of more than 250cc, and damage to pt's tissue. A new device was used to complete the case.